Manufacturer narrative:
H11: further investigation identified (B)(4) is a duplicate of (B)(4) and (B)(4). All reporting requirements will be processed/submitted under aforementioned (B)(4) - MFR report number 2518422-2023-15233 and (B)(4) -MFR report number2518422-2023-09577.

Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating that an "ovp circuit failed" error occurred. It was reported that there was no patient involvement at the time the issue was discovered. The biomedical engineer (bme) reported to the remote service engineer (rse) that an "ovp circuit failed" error occurred, and the device had been down for some time. The bme also mentioned that a different authorized service provider (asp) company was previously onsite, and the asp was not able to fix the device and left the device unrepaired. The rse created an onsite workorder (wo) for the bme to have another asp dispatched onsite. Investigation is ongoing.